Event description:
On 10/17/2025, a sales representative reported via (B)(4) that a 1268-100 radiolucent targeting arm, 130 degree troch nail and an ar-9094es-11-3930l es trochanteric nail could not be used as intended. The issue occurred during insertion of the es screw, where the screw trajectory was inaccurate, causing it to bind within the nail. The screw cross-threaded, and the surgeon was unable to fully advance it through the nail. The case was completed without distal locking of the nail. Attempts to align the drill added a delay of approximately five to ten minutes, resulting in an additional five to ten minutes of anesthesia administration. The same original part numbers were used to complete the case. No further information is available. No photos were taken for documentation, and no adverse effects were reported. This issue was identified during a hip fracture procedure on (B)(6) 2025, with no reported patient harm.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Additional information: g3, h3, h6. The complaint device was not received for evaluation. Based on the information provided, including the returned device (if available), pictures, videos, event descriptions, and any additional field data, arthrex concluded that the most likely cause of the reported failure was user error, specifically misalignment during screw insertion and/or improper implant positioning. The complaint allegation was not confirmed. No evidence of that failure was received.